Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor did not function as expected. Upon power up, the monitor would freeze. The user would power off the system and wait awhile before powering the system back on. The issue was intermittent in nature. The user reported, the surgical procedure was completed successfully and there was no adverse consequences to the pt as a result of this event.